Event description:
On 6/10/2025, a sales representative reported via phone that an ar-1588rt-ib tightrope ii rt had an issue during an acl reconstruction procedure on (B)(6) 2025. When the surgeon used the device, the tightrope sutures broke inside the patient at final tensioning. The implant, together with all sutures, was removed from the patient, and there was no harm. Nothing other than the sutures had broken. The complaint device was available for return. Another ar-1588rt-ib tightrope ii rt with a different lot number, 15304212, was used to complete the procedure successfully. The case was delayed for 20 minutes, but no additional anesthesia was administered. This occurred during use with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1588rt-ib/batch 15405766 was returned for investigation. Visual evaluation noted that the suture system was disassembled. The white sutures were torn and separated from the rest of the system. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning. The complaint allegation is confirmed.